Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she changed her cartridge, infusion set, and infusion site on (B)(6) at 12:30 pm. She said the pump did not load to the correct amount based on visual inspection of the cartridge. She primed for only about ½ second and insulin reportedly gushed out of the infusion set. She found this strange but attached her infusion set anyway. She says she went shopping and programmed a bolus dose for lunch. One and one half hours later she reportedly passed out and when the ambulance came her blood glucose level was 23 mg/dl. She went into the ambulance and was given IV glucose. She says she was then taken to the emergency room at the hospital. The paramedics told her they suspended her pump but left the pump and infusion set attached to the patient's body. When her blood glucose levels dropped lower again, she was given more IV glucose. This happened a total of three times, the first time her blood glucose levels came up to 185 mg/dl, the second time up to 178 mg/dl, and the third time, up to 173 mg/dl. The lowest measurement of her blood glucose that the paramedics obtained was 13 mg/dl. The third time she was given IV glucose her eyes rolled back and her husband says she did not feel well at this time. She put the pump in her purse around 5:35 pm on (B)(6). She was not admitted to the ER but was released after her blood glucose levels were measured at over 240 mg/dl for one hour. When she went home and ate dinner, she changed out her cartridge and infusion set and restarted pump therapy. The patient thinks that her blood glucose level decreased because the pump gave her too much blood glucose at lunch when she programmed the bolus dose. She thinks some insulin was stuck in the tubing after she primed and was dispensed as part of the bolus dose at 12:30 pm. The patient reported that the basal rates and bolus doses were programmed correctly. She reports that she uses novolog insulin and keeps it refrigerated and that it is not expired. The prime history revealed that she only primed 1.9 units at 12:35 pm the day of the injury. She has also had problems with the infusion set adhesive and occasional bent cannulas. This complaint is being reported because the patient alleged that the pump delivered too much insulin and that she subsequently lost consciousness requiring treatment from medical personnel.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.